Event description:
It was reported that the patient received an omnilink elite stent in the common iliac artery, however, the patient fell and sustained kinked damage to the stent and at some point thrombus was noted within the stent. The patient experienced cold, pale leg, pain during walking and a duplex doppler was performed on (B)(6) 2012, noting an occlusion. The patient presented (B)(6) 2012 for an interventional procedure to the calcified, right common iliac artery (aic). Using a 6 fr non-abbott sheath the 10 x 39 x 80 omnilink elite stent delivery system was advanced but met resistance in the sheath and could not be advanced. The sds was removed separately from the sheath with some resistance and once outside the anatomy, a kink was noted in the delivery system just before the stent implant. A 9 x 59 x 80 omnilink elite sds was introduced and met some resistance in the sheath but could be advanced to the target lesion. At the lesion the stent could not be accurately visualized for placement and the physician retracted the sds to make a roadmap angiography. Outside the anatomy it was noted that the stent implant was not on the balloon. Attempts to locate the stent implant in the anatomy were unsuccessful. The procedure was continued, and a 9 x 39 x 80 omnilink elite stent was successfully deployed; however, as the sds was advanced, it pushed the previously dislodged stent down from the aorta into the left iliac artery. Further treatment of the right iliac went well without incident. A puncture to the left common femoral artery was made in an attempt to retrieve the dislodged stent using a lasso [snare] but was not successful.

Event description:
Subsequent to the initial medwatch report submitted additional information received stated that during the surgery the 9 x 59 x 80 and the 9 x 39 x 80, the previously placed omnilink elite stent and the newly placed stent were removed from the right iliac artery, and the dislodged stent was removed without incident. There was no reported adverse patient effect. There was a clinically significant delay in the procedure noted. Subsequent information received noted the last 9 x 39 x 80 omnilink elite stent deployed in the right iliac met resistance during removal and the sds, guide wire and sheath were removed as one single unit without noted incident. Return device analysis noted the sds was returned frozen on a non-abbott guide wire; the shaft was separated proximal to the proximal balloon seal and the balloon was returned frozen inside the non-abbott introducer sheath. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient was sent to surgery for a median laparotomy to retrieve the stent. It was noted by a control angiography performed that the right iliac was open, however, during the surgery it appeared that the right iliac occluded; the physician did not feel it was related to the dislodged stent. During the surgery two other stents, the previously placed omnilink elite stent and the newly placed stent were removed from the right iliac artery, and the dislodged stent was removed without incident. There was no reported adverse patient effect. There was a clinically significant delay in the procedure noted. Though requested, no additional information was provided. Sheath: 6 fr boston scientific. Stent: omnilink elite peripheral stent system (3 each). Other: heparin. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional omnilink elite stents referenced are being filed under separate medwatch manufacture reports.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The difficult to position could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.